Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operative, the left ventricular (lv) lead dislodged into the right atrium (ra) due to patient anatomy. The lv lead was explanted the next day and replaced. No patient complications have been reported as a result of this event.